Event description:
It was reported that during a da Vinci-assisted malignant hysterectomy surgical procedure, the ProGrasp Forceps jaws would not close to grasp tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) did receive a da Vinci product to perform failure analysis, and the complaint was confirmed. The ProGrasp Forceps instrument was analyzed and found to have a dislodged grip tang. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.